Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/27/2009 and 04/22/2009 by phone, fax, and mail a completed questionnaire has not been received. This report was mailed to FDA on: 04/24/2009.

Event description:
A surgeon reported a patient with residual astigmatism following intraocular lens (iol) implant surgery. Additional information has been requested.